Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 6.9. Date: (B)(6) 2011, lab: 2.1. Pt self tester feels the meter is reading too high. Pt feels she would have symptoms if her inr were that high. Pt was in the hospital 2 weeks ago and according to the hospital her inr was 2.6. Caller report milking the finger to get enough blood. Pt has no signs of bleeding or bruising.